Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep, surgeon placed tissue in jaws of instrument, closed jaws, fired and noted that the instrument cracked and appeared to jam. Instrument was denied, removed from body and case was finished with another instrument. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the intrument reportedly "jammed" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.